Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced a high blood glucose over 600 mg/dl. It was also reported the customer had diabetic ketoacidosis. The customer declined to troubleshoot as he was not feeling well. The customer will call back. The insulin pump will not be returned for analysis.